Event description:
Implant date 1992. Post operative x-rays indicate a possible pseudoarthrosis. The rods have become "disengaged" from the screws and a screw has "fractured". Revision surgery in 1993 for replacement of device of which current status is unknown.